Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device associated with the event was not returned for investigation.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the electrodes and therapy electrodes. The patient is reportedly allergic to metal. Follow up indicated that the patient's physician put cream on the irritation and the irritation was improving.